Manufacturer narrative:
Concomitant medical product: dtba1d1 ICD, implanted: (B)(6) 2015.

Event description:
It was reported that the right ventricular (rv) lead exhibited a gradual rise in pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.